Event description:
The manufacturer and distributors have this item listed as containing latex (on sites, says "latex free: no") however the items do not contain latex. Mifu however is correct and states it is latex free. The manufacturer is aware of this misprint but there is no feedback that it will be fixed on their site or how it is fed to other sites. Manufacturer response for collagen sponges, avitene ultrafoam collagen sponges: ultrafoam hemostat, 8cm x 6.25cm x 1cm (per site reporter) they are aware. They confirmed the product is latex free. We do not know if they plan to correct how it is electronically listed online and fed (auto-populated) to other sites.